Event description:
The following was reported to kci by the nurse practitioner: on (B)(6) 2012, the dressing was removed and it was noted the peri-wound skin was macerated. The nurse alleged that the maceration was due to a malfunction of the unit. Sharp debridement of the wound was done. On (B)(6) 2012, the pt was seen again and the wound had deteriorated. The pt was admitted to the hospital the same day. On (B)(6) 2012, an amputation at the left mid-metatarsal area was done. The pt was discharged the same day in satisfactory condition.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and met specs prior to pt placement. On (B)(4) 2012, the unit passed qc checks and met specs after pt placement.